Event description:
It was reported that the patient had been transferred from another facility with an impella device inserted in the left groin. The impella device was removed due to left lower leg ischemia (subsequent repair of left femoral artery). The customer attempted to insert another impella device in the right axillary but this was unsuccessful due to a tortuous aorta. The customer then inserted a maquet intra-aortic balloon (iab). The insertion was reported to be right axillary, which is not the method described in the device instructions for use. After insertion of the iab, the waveform was dampened. Approximately four hours later, the waveform was flat. Approximately three and a half hours after that, blood was seen in the tubing. It was noted that the console had generated a gas loss in iab circuit alarm on several occasions. The iab was removed soon after the blood was noticed. The patient was extubated and progressing after therapy was concluded. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter, between the sheath and catheter tubing. A kink was observed on the catheter tubing approximately 8.1 cm from the y-fitting. The sheath was returned attached approximately 60.9cm from the iab tip. The inner lumen was found to be occluded. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing, extender tubing, and pressure tubing was performed and a leak was detected approximately 3.0cm from the rear seal. The reported events was confirmed by the evaluation. The observed leak was a penetration within a whitish patch. The patch exhibited the typical appearance of an abrasion mark caused by calcified plaque in the aorta. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the reported failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.